Manufacturer narrative:
The reported issue was inconclusive. The device was not returned. The root cause of the reported issue could not be identified. Although a root cause could not be definitively identified, based on the risk documentation review, a potential root cause for this type of failure could be that the water flow rate is inadequate to transfer optimal energy due to air leaks. However, there was insufficient information to confirm this potential root cause. Arctic sun device was rewarming patient but they are noting issues with bp and want to know if there is a way to manually adjust water temperature to 37c. Advised there is not a way to manually control the water temperature for patient therapy. The device responds to the patient temperature input. Confirmed patient temperature (pt) was 33.4c and targeted temperature (tt) was 33.5c. Water temperature (wt) was 36.9c and decreasing slowly. Noted once patient temperature reaches targeted temperature the device would level out to maintain patient temperature and should not see higher water temperature unless patient temperature decreases. A DHR review is not required as the serial number is unknown. The instructions-for-use under baw2800548 rev 1 and addendum baw2800424 rev 1 were reviewed and found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. Correction: e UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that patient on cooling protocol they did not realize there was an issue with the water flow rate (wfr) earlier and it cause water temperature (wt) to drop patient temperature (pt) to almost 30c. Arctic sun device was rewarming patient but they are noting issues with bp and want to know if there is a way to manually adjust water temperature to 37c. Advised there is not a way to manually control the water temperature for patient therapy. The device responds to the patient temperature input. Confirmed patient temperature (pt) was 33.4c and targeted temperature (tt) was 33.5c. Water temperature (wt) was 36.9c and decreasing slowly. Noted once patient temperature reaches targeted temperature the device would level out to maintain patient temperature and should not see higher water temperature unless patient temperature decreases.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that patient on cooling protocol they did not realize there was an issue with the water flow rate (wfr) earlier and it cause water temperature (wt) to drop patient temperature (pt) to almost 30c. Arctic sun device was rewarming patient but they are noting issues with bp and want to know if there is a way to manually adjust water temperature to 37c. Advised there is not a way to manually control the water temperature for patient therapy. The device responds to the patient temperature input. Confirmed patient temperature (pt) was 33.4c and targeted temperature (tt) was 33.5c. Water temperature (wt) was 36.9c and decreasing slowly. Noted once patient temperature reaches targeted temperature the device would level out to maintain patient temperature and should not see higher water temperature unless patient temperature decreases.